Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the sample is not available for investigation. The surgeon went to insert the trocar in the patients abdomen and failed to do so. Procedure date was the (B)(6) 2015. Procedure was a laparoscopic procedure and no other patient information was provided by the hospital. The following information was also provided in relation to this complaint: there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.